Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, the device experienced poor sleeve function. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: leaking np sleeves. The sleeve were not properly attached and in some needles pointing out from the sleeve. This resulted in blood spill on the tubes and holder. No info regarding btd on staff etc. Follow up call tomorrow 26/8, lot no is not registered yet.

Manufacturer narrative:
H.6. Investigation summary: material #: 368837 lot/batch #: unknown bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for sleeve leakage / side-pierced sleeves was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure modes sleeve leakage / side-pierced sleeves. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, the device experienced poor sleeve function. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: leaking np sleeves. The sleeve were not properly attached and in some needles pointing out from the sleeve. This resulted in blood spill on the tubes and holder. No info regarding btd on staff etc. Follow up call tomorrow 26/8, lot no is not registered yet.